Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed that the tubing was sealed. The reported condition was verified. The cause of the condition was due to a manufacturing issue with the packaging machine. The issue has been communicated to involved personnel to ensure awareness and a tube sensory mechanism was installed. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood administration set would not prime. The set was being used with normal saline. The reporter noticed that the tubing appeared to be sealed. There was no patient involvement. No additional information is available.